Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the operating room. During insertion, the patient's radial artery was cannulated, per dept policy and procedure. When removing the guidewire and introducer needle, the needle remained in the artery. The anesthesia registered respiratory technologist was able to retrieve the needle without harm to the patient. There was no reported complication, injury or death to the patient.